Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Notified by m2s of a type iiib endoleak of the aortic components for a patient implanted sometime in 2014. A vela suprarenal was implanted in an attempt to resolve the endoleak but was unsuccessful. As vqi hospitals are anonymous, no additional information will be reported about this patient.